Event description:
This current user had used this rolling walker for the last two years. On this occasion it was reported that they were seated on the walker when the left side of the walker collapsed. User hurt their left leg and spent four weeks in hosp. After the fall walker was inspected by a family member and found to have two bolts missing on the left side of the walker.